Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned device was found broken, both sections were returned; the ends of the broken section showed rotational wear signs. One of the sections measured approximately 198.3cm and the another one measured approximately 132cm. The guidewire body was kinked approximately at 121.5cm, 152cm and 198cm from the proximal end. The distal tip was bent approximately at 0.5 cm from the distal end. No more damages were found in the device. Dimensional inspection of the overall length could not be performed due to the device condition. The outer diameter of the tip, middle and proximal section of the device were within specification.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that the device could not cross the lesion. The 90% stenosed, 15mm x 3.5mm, target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the device was found broken.